Event description:
It was reported by the customer the coil at the end of the guide wire is disjointed and cannot pass through the puncture needle, resulting in puncture failure. (B)(6) 2024 - the guidewire returned for evaluation exhibited misaligned coils at the proximal end.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of guidewire damage was confirmed; however, the root cause was not identified. The product returned for evaluation was one stainless steel straight guidewire. The sample was received in its plastic hoop. Biological residue was observed on the wire near the distal end. A bend was observed approximately 1cm from the distal tip. Tactile inspection of the sample revealed misaligned coils near the proximal weld tip. Microscopic inspection of the bend site revealed misaligned coils. Inspection of the proximal end of the wire confirmed multiple misaligned coils near the weld tip. Both weld tips were intact. The misaligned coils at the proximal end would result in potential difficulty removing the guidewire and advancing the vessel dilator. The coils may have become misaligned during device manipulation; however, it could not be determined when or how such manipulation may have occurred. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.